Manufacturer narrative:
Event log review could not establish a definitive root cause. Quality compliance will continue to monitor similar complaints as part of routine post-market surveillance.

Event description:
As per reporter a medial breach on t2/3 was identified on the right side. No patient harm was reported.